Event description:
Reporter stated the customer had hypoglycemic symptoms of a rapid heartbeat, confusion, blurry vision, and numbness of mouth and tongue. His wife contacted the paramedics and then tested his blood glucose, and the result was 8.3 mmol/l on a mobile system. The paramedics arrived after 10 minutes and received a result of 2.4 mmol/l on their meter. Customer was treated with glycogen and admitted to the hospital for 1 week. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.